Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista 500 system and on the same dimension vista 500 system, and higher vanc results, considered correct were obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. The data logs indicated an inconsistent sample delivery for sample ID (B)(6). Quality control results were within the customer's expected ranges and no issues were noted with other patient samples indicating that the dimension vista 500 system and vanc assay were performing acceptably. Repeat of the same sample yielded the expected results. The system is fully operational. A potential product problem was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.